Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital. The device was returned for analysis. Visual inspection revealed the sheath, imaging window and tip were kinked, and the imaging window was detached near the lap joint section. Microscopic inspection revealed the guidewire exit port was damaged, a test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the moderately tortuous and calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the tip of the catheter was fractured. The device was slowly removed by winding the guidewire around each other. The procedure was completed with another of the same device. No patient complications reported, and patient status was stable.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the moderately tortuous and calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the tip of the catheter was fractured. The device was slowly removed by winding the guidewire around each other. The procedure was completed with another of the same device. No patient complications reported, and patient status was stable.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital.